Event description:
Caller reported a malfunction on the pump, and as a result, the customer's blood glucose level rose to 600 mg/dl. The customer¿s endocrinologist administered a correction injection via mdi address the high blood glucose level. The customer resumed insulin delivery on the pump.